Manufacturer narrative:
The complaint sample was not returned for evaluation. The device history record for this lot has been reviewed for manufacturing issues that could potentially relate to this event. There were no issues or discrepancies found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause of this complaint is operational context as the complaint may be due to contact between the balloon and a sharp exterior source. A CAPA has been issued to investigate the reported issue.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the extractor retrieval balloon ruptured. The balloon ruptured in the common bile duct while sweeping the duct. Another of the same device was used to successfully complete the procedure. There were no patient complications and the patient was reported to be fine and recovering post procedure.